Event description:
Additional info received from MFR on 03/02/1998: the intra-aortic balloon was received intact for evaluation w/ the balloon completely unfolded. Blood was noted on the exterior of the intra-aortic balloon and within the inner lumen. The membrane at the end of the proximal taper was noted to be stretched. It was not possible to pump the intra-aortic balloon on the laboratory system intra-aortic balloon pump due to the condition of the returned membrane. It was not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. Unfortunately, it was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta.